Manufacturer narrative:
Product event summary: the pscc100 with lot number 0012709264 was returned and analyzed. Visual inspection was performed and the catheter exhibited several issues. It was received inserted into a sheath with a guide wire inside the catheter. The spiral array was knotted and inverted, and the nitinol ball was dislodged from the dual lumen. Despite these issues, the slide function operated as expected, and the shape of the capture device showed no unusual or atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guide wire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms.¿ the catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. The x-ray imaging revealed that the nitinol ball was completely dislodged from the dual lumen. The native guide wire could not be used due to the returned condition. Additionally, the lab test guidewire could not be inserted as the spiral array was knotted. In conclusion, the reported array knot was confirmed during analysis. The catheter failed the returned product inspection due to the array knot, array inversion, and nitinol ball dislodgement from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array became knotted at electrodes eight and nine, which prevented the array from being completely retracted into the sheath. Difficulties were experience when advancing the guidewire felt, and the slider knob of the handle would move slightly forward. Additionally, the catheter shape did not fully take form during the procedure. Despite these issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.